Event description:
It was reported that at a follow up the lead exhibited noise. The physician decided to replace the defibrillator and during the procedure noted a lead insulation abrasion. The physician elected to repair the lead.